Manufacturer narrative:
Evaluation summary: evaluation was performed and the reported condition of a failure code 570 was confirmed.

Event description:
The facility reported an infusion pump with a failure code 570:320:831:000. Info was not provided regarding whether or not the device was in pt use when the event occurred. No record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported.